Event description:
Reportedly, during the procedure to the moderately tortuous heavily calcified cto lesion at proximal segment of right coronary artery, the subject guidewire was found broken in the calcified stenosis.

Manufacturer narrative:
Device investigation revealed core wire breakage at 10mm from distal end due to rotational force to clockwise direction, coil wire breakage at middle brazing. Lot history review revealed no anomaly relating with the reported event. All the guidewires are inspected during the production process for meeting the products' specification and shipping criteria, there is no indication of a product deficiency. With the provided information and the outcomes of investigation, it is inferred that guidewire distal end was caught in the heavily calcified cto lesion, where rotational manipulation was excessively made, resulting the accumulation of the force and breakage of the core wire due to the force exceeding the product design limit. Along with removal of guidewire, coil might be elongated and broken apart at the middle brazing. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or brake apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.